Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt due to an infusion set occlusion. The blood glucose reading was between 150 and 180 mg/dl. The customer stated that he was unable to troubleshoot at the time of the call, as this had been a past event. He declined to return the reservoir and infusion set for analysis. He advised that he had changed the infusion set and reservoir in order to resolve the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.